Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the chair will intermittently not reset when turned on.